Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information and this no longer meet reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to product performance anomaly. A new rv lead was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to helix would not retract. This lead will not be returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to product performance anomaly. A new rv lead was placed. No adverse patient effects were reported.